Event description:
It was reported that the device reached recommended replacement time due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. The weekly battery voltage trend data shows minimum battery voltage equal to 3.057 to 2.628 volts minimum between (B)(6) 2012 and (B)(6) 2013 is before the device recommended replacement time of less than or equal to 2.6251 volts. Concomitant products: 4039, competitor implantable pacing lead, (B)(6) 2003, 0157 competitor implantable defibrillation, lead (B)(6) 2003, lv/is-10 adaptor, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).